Event description:
This spontaneous report was received by a (B)(4) affiliate on (B)(4)-2011 from a consumer reporting on self from (B)(6).on an unspecified date, the consumer used o.b. Tampon regular absorbancy for menstruation (route vaginal, lot number, expiration date unspecified). The consumer was removing the tampon and the string ripped out leaving the tampon stuck inside of her. She was able to remove the tampon after a couple of minutes. The action taken with the device was not known.this report was considered a reportable malfunction case.

Manufacturer narrative:
This malfunciton occurred in (B)(6). The date of this submmission is (B)(4) 2011. This closes out this report unless other additional significant information is received.